Manufacturer narrative:
Pump serial numbers: (B)(4). Device not returned.

Event description:
Quarterly summary report for alleged ac power charger issues: it was reported that the ac power charger was not charging or charging intermittently. The issue was addressed by user reverting to another ac power charger. There was no adverse impact to the user.